Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the instrument by a field service engineer, a search for similar complaints, and a review of labeling. The field service engineer found that the silicon tubing on the solenoid valve 41 came off because when the solenoid valve opened up, the diluent/sheath reagent that should have gone through to clean the shear valve could not go through due to a clot, which in turn caused pressure build up and dislodged the silicon tubing. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the cell-dyn 3700 sl analyzer, ln 2h31, were identified.

Event description:
The customer indicated that she was splashed in the face by liquid from a disconnected tube while using the cell-dyn 3700sl analyzer. The customer indicated that she observed liquid leaking from the analyzer and removed the left panel to see where it was coming from. Upon proceeding to reattach a tube liquid splashed her face. No liquid went into her mucous membranes or eyes. The liquid was in contact with the skin on her face only. The technician washed her face per her laboratory regulations. The technician did not need to receive medical treatment or any medication. This event did not impact patient management. No additional information was provided about the technician.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient; (B)(4). No code available; (B)(4). The evaluation is in process.